Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the aviva ii device reads in mg/dl, rather than mmol/l. Labeling on the meter and packaging indicates that readings should be in mmol/l. No actions taken based on device results. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The investigation of the returned device confirmed that the meter was correctly reading in mmol/l as intended. Therefore, it is not confirmed for the allegation. However, the returned device was confirmed for a display issue that caused the units (mmol/l) and the decimal point within the reading to not display.